Manufacturer narrative:
Pending evaluation.

Event description:
Revision of right total knee arthroplasty due to aseptic loosening and instability. The femoral, tibial tray, and tibial insert components were revised. The patellar component was not revised. The revision utilized exactech logic cck implants to replace the explanted components. The patient left the operating room in stable condition.

Manufacturer narrative:
Section h10: (h3) the evaluation noted that the reason for the revision reported was likely the result of an insufficient bond between the implant and the bone which led to aseptic (non-infected) loosening and joint instability. No information provided in the following section(s): a4, a5, b6, b7, d4 (serial number and expire date), and h4. The following section(s) have additional info: d4 (UDI number), d10, g1, g4, g5, g7, h1, h2, h3, h6, and h7. Section h11: corrections made in the following section(s): (f6) and (f8) were entered in error, please disregard.